Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2022-00852. Related manufacturer report number 3006705815-2022-00854. Related manufacturer report number 3006705815-2022-00855. It was reported that during a lead explant procedure reported in 3006705815-2022-00437 and 3006705815-2022-00439, one of the leads was unable to be explanted since it migrated out of the epidural space and was scarred in the tissue. The lead broke in half and remained implanted. It is unknown which lead broke and remains implanted therefore both leads are being reported. During the procedure, patient started to have respiratory distress. Patient was flipped back to his back and intubated to get the patient¿s respirator status back to stable. New leads were unable to be implanted as a result. Physician opted to explant the entire system in case the sterile field was compromised. Patient was stable.